Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd undisclosed cathena pivc safety mechanism did not work. The following information was provided by the initial reporter: one of the sds nurse said that she had a #20 g cathena cath today where the safety mechanism completely failed. When she pulled back out of the catheter the ¿sharp needle was exposed.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. The lot number 3238190 provided cannot be verified without a material number. E1. Address information was not provided, therefore, xx was used as a place holder. Nj used as the facility state as this is unknown. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.